Event description:
Reporter alleged blood glucose measured 120 & 188 mg/dl, so customer took sliding scale insulin as a result; however, after doing so, fell out in the bathroom. It was stated a relative took customer to the hospital where their device measured reportedly > 600 mg/dl. Customer stated being treated with an IV, and insulin drip as well as, was hospitalized for 3 days, due to what was reported as diabetic ketoacidosis. Customer reported, while in the hospital, the doctors' meter read 371 mg/dl compared within one minute to customers' meter reading of 160 mg/dl. A request was made for the return of the suspect device and replacement product was sent.